Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Event description:
The facility compounding pharmacist reported to baxter (B)(4) an all-in-one empty container observed to have foreign matter inside the bag. This condition was observed before use. There was no patient involvement; therefore there was no report of patient injury or medical intervention in association with this event. There is no additional information.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Device evaluation: 120 samples were available for evaluation. A visual inspection revealed particulate matter inside the fluid path of the bag in 46 out of 120 received bags. The reported condition was confirmed. The root cause is not identified. Additional information: a batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. This issue has been escalated to CAPA.